Event description:
1.9 fr catheter broke after indwelling approximately one month. During the dressing change the catheter was found in two pieces. The catheter segment was successfully retrieved without surgical intervention. A 3 fr PICC catheter was inserted in basilic vein of left forearm to complete the therapy.